Event description:
It was reported that the bd posiflush¿ sf saline syringe leaked when used with the maxzero. The following information was provided by the initial reporter: "customer reported that the leaks with max zero were happening with multiple syringes which actually included multiple syringe sizes.".

Manufacturer narrative:
H.6. Investigation: the quality team was provided with a sample for evaluation. The returned sample arrived open, with the tip cap detached and fully pressed down. However, testing and microscope inspection does not confirm the issue described. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ sf saline syringe leaked when used with the maxzero. The following information was provided by the initial reporter: "customer reported that the leaks with max zero were happening with multiple syringes which actually included multiple syringe sizes."